Event description:
It was reported that the lead sustained insulation damage between the distal and proximal coils. The lead was removed due to infection. The inner cabling on the extracted lead was observed to have exited the outer insulation. All lead measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two pieces. Both parts exhibited normal electrical characteristics. Analysis found the outer insulation was abraded open and the is-1 ring cables, rv cables and is-1 distal coil were outside of the lead body insulation in the abraded area. Cross sections of the lead in all the abrasion areas showed the insulation was abraded open internally by the is-1 ring and rv cables from inside their lumens.

Manufacturer narrative:
Received maude event report on 30-sep-2008.